Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Customer was unable to resume insulin therapy as the cartridge alarm recurred after attempting to load a new cartridge with technical assistance. Technical support decided to replace the pump. Customer was advised to use multiple daily injections (mdi) as backup therapy, instructed to return the problematic pump, and informed about receiving a replacement pump with updated software. The customer understood all instructions and steps to take upon receiving the replacement pump.